Event description:
It was reported that the patient was experiencing warmth on the ipg site and inadequate stimulation. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg was not returned.